Event description:
It was reported that pump displayed malfunction alarm malf 1 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts confirmed warranty and shipping address, instructed customer to place pump into storage mode and return it using prepaid label and arranged replacement pump shipment.